Event description:
Account experienced discrepant sodium results for approximately 30-40 pt samples. Only the following pt example was provided. Initial sodium gave 129 mmol/l, repeat gave 137 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be due to contamination of the ise system, and decontaminated the system. Performance test were performed and within specification.